Event description:
The customer reported, the system is displaying motion errors and must be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. No repair details available. System operates as intended. (B) (4).